Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was stated that the insulin pump had delivered the entire amount of insulin in the reservoir prior to the event. The bolus history was checked and the information did not support the claim. Troubleshooting did reveal; however, that the insulin pump was unable to prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.